Event description:
Procedure type: unk. Pt sex: unk. Reportedly, the balloon ruptured, however, all pieces were retrieved through the trocar. No knowlege if there was a delay to surgical time. No pt injury was reported.